Event description:
It was observed that during the device evaluation, the bronchovideoscope exhibited the plastic distal end cover insulation and light guide lens were missing. In addition, the scope exhibited image flickering. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, a definitive root cause of the missing plastic distal end cover insulation and light guide lens, and image flickering could not be determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.